Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began 2 weeks prior to her contacting lfs, alleging she obtained inaccurate high blood glucose results of ¿210 and 224 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with insulin (lantus) and diet. The patient reported that a week after the meter issue began she developed symptoms of ¿dizzy and cannot get out of bed¿, this happened every morning. The patient reported that on (B)(6) 2017, she self-treated the symptoms with ¿drinking orange juice¿. The patient reported that on (B)(6) 2017 she tested her blood glucose on an unknown meter and obtained a result of ¿162 mg/dl¿ during troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The csr noted that the strips had been stored improperly. The products were requested back and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.